Event description:
Philips received a complaint by the customer on the v60 indicating that the screen was not functioning. At this time, it is unknown if there was patient involvement at the time the issue was discovered. The biomedical (biomed) engineer reported that the device did not have a functioning screen and has ordered parts. The follow-up repair is to be handled by the customer as this case was opened for documentation only. Investigation is ongoing.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device usage at time of event, device evaluation, repair, and operational status on (B)(6) 2023, (B)(6) 2023 and (B)(6) 2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.